Event description:
The patient reportedly has symptoms of dizziness and shortness of breath since approximately 10 days after the implantation. After the one month follow-up the patient reportedly felt better with a subsequent recurrence of symptoms after a few days. The patient was hospitalized for a medical examination. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned device data. The returned device data were analyzed thoroughly, revealing no anomalies. The analysis showed that the battery condition is as expected. Analysis of the available iegm showed an atrial fibrillation episode on (B)(6) 2024. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. There is no indication of a device malfunction.